Manufacturer narrative:
As a precautionary measure, the service repair technician (srt) cleaned the contacts of the printed circuit interface (pci) flex cable, dual in-line memory module (dimm) memory card, and local area network / interface board (lan/if). These were not deemed a contributor to the complaint effects. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This monitor is a loaner that had the reported issue after the first start-up; this monitor has never been used in surgery. Attempt to repair at subsidiary service depot center did not succeed. The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed the cursor position to be inaccurate from where pressure is applied on the ccm screen. Screen calibration in service diagnostics restored normal operation. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during field service installation, there was an issue with the central control monitor (ccm). The perfusionist (ccp) described the problem as the synchronization between the touch screen and the cursor was not accurate enough. There was no patient involvement.